Event description:
Related manufacturer reference numbers: 2017865-2023-44116. It was reported via product receipt that the patient had developed methicillin-resistant staphylococcus aureus bacterium infection. The whole system, including the implantable cardioverter defibrillator and the right ventricular lead, was explanted. Patient condition was unknown.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: h10 - additional narrative data - a device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference numbers: 2017865-2023-44116. It was reported via product receipt that the patient had developed methicillin-resistant staphylococcus aureus bacterium infection. It was also noted that there was a right ventricular lead failure. The whole system, including the implantable cardioverter defibrillator and the right ventricular lead, was explanted. Patient condition was unknown.

Manufacturer narrative:
Correction - b5 - corrected b5 to include "it was also noted that there was a right ventricular lead failure."